Event description:
It was reported a catheter break was verified by x-ray and the elective replacement indicator (eri) was 21 months so the healthcare provider (hcp) decided to replace while she was already operating on (B)(6) 2014. There was a catheter revision due to a break/tear in the catheter. It was noted the catheter or catheter segments were left in the patient not in use; however, it was unknown if the segments were left in the intrathecal (it) space. It was further reported the patient had a poor response to it baclofen and had a one week history of increased tone. It was noted there was no patient injury and the patient recovered without sequela. The location of the catheter issue was the distal (spinal) segment. A rotor and dye study was not performed. The pump was being used to deliver baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found acceptable testing and the catheter was incomplete returned in segments.